Manufacturer narrative:
An event regarding excessive thread length involving a universal acetabular shell impactor was reported. The event was confirmed. Method and results: device evaluation and results: the device appears to be in used but good condition with minor signs of abuse or misuse. In addition, dimensional inspection confirmed that the threaded stud protrusion past the impaction shoulder feature of the handle assembly was not within specification. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review: -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar event has been reported for the subject manufacturing lot. Conclusions: the investigation determined that the reported failure has been previously investigated. An nc was opened to further investigate the observed non-conformance.

Event description:
When trying to impact the trident shell, it would not button in the acetabulum. The cup was impacted with another impactor.

Event description:
When trying to impact the trident shell, it would not buttom in the acetabulum. The cup was impacted with another impactor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.